Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "equipment shows a problem ." There was no reported patient involvement.